Event description:
Our affiliate reported a pt has worn acuvue 2 lenses since 1998 and changed to acuvue osasys lenses in 2007. The pt developed 3 corneal ulcer events while wearing acuvue oasys lenses. The second event occurred in early 2008, the pt developed a corneal ulcer os. The ulcer was treated with cauterization using a dilute solution of tincture of iodine to coagulate the tissue and prescribed ofloxin eye drops and hyalonsan eye drops. No additional info is available at this time. A meeting with the reporting doctor has been scheduled. We will send additional info within 30 days of receipt. MDR events are reviewed and quarterly management review meetings.

Manufacturer narrative:
No conclusions can be drawn.